Event description:
Patient came into the operating room to have a tongue tie release with no facial injuries. While extubating the patient, the crna noticed a white patchy area on the inner aspect of the left lower lip which appeared to have resulted from an electrocautery instrument used (micro malice, a bipolar instrument). I notified the surgeon who said he was aware of the injury and had notified the patient's parents as well as prescribed bacitracin ointment. At the end of the procedure, a small diathermy burn on the inner lower lip was noted. Both parents were informed in the relatives area about the lip burn which should heal quickly with bacitracin (or vaseline/ointment).